Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) for which the biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially it was reported that the stsf irrigation is defective. It was noticed ¿when the catheter operator changed during the procedure, the catheter removed from the patient's body and flushed again. It was noticed it visually at that time.¿ pre-rf time was 1 second and post-rf time was 1 second. There was no error displayed on the irrigation pump. There were no other troubleshooting performed to resolve the event other than catheter replacement. The procedure was completed without patient consequence. The irrigation inadequate was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-jul-2023, there was reddish material inside the pebax and a hole leaving internal components exposed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole leaving internal components exposed. A cool flow pump and pressure gage test was performed, and the device was not irrigating correctly. Due to this finding a microscopic examination was performed, and occluded holes were noted with reddish material. The root cause of pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31020097l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).